Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Insulin was observed to be "jelly-like" at the tubing connection. Customer changed infusion set and resumed pump therapy. Customer used 2 different types of infusion sets; however, customer continued to alleged there was an issue with the pump. Customer's blood glucose (bg) was 522 mg/dl and ketone level was moderate. A correction bolus via the pump was delivered to address bg. Although multiple attempts were made to follow up with the customer, no reply was received.